Manufacturer narrative:
(B) (4) (pt selection indication for use) - (B) (4). (B) (4). The customer reported the device was discarded. The lot # was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: device operated differently than expected - hemostasis. Time of device issue: during vessel closure. Adverse event: dissection, surgical repair. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure using a perclose technique of the femoral artery after an interventional procedure. Reportedly, after device insertion, "lots of bleeding (occurred) with the device." "Lots of bleeding" continued after suture deployment. The operator "had to push hard to stop the bleeding." A surgical cutdown revealed an arterial dissection, which was repaired with an endarterectomy. There were no reported adverse pt sequelae. No additional info was provided.